Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An opthalmic surgeon reported that air was noted in the patient's eye while performing a vitrectomy procedure. The surgeon checked the tubes and found air coming into the tube from around the auto stopcock. There was no patient impact reported.